Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 17-feb-26. Device evaluation: the evo-fc-10-11-8-b device of lot number c2185293 involved in this complaint was returned open and without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 26 jan 2026. The lab evaluation notes and lab attendance can be viewed in the ¿examination of returned device¿ section of product return object (B)(4). During the evaluation, the following was noted: visual inspection: direction button in deploy position, safety wire in place on returned, red marker at 4th dimple, stent partially deployed on return, bunching observed on flexor approx. 25cm from white tip. Functional inspection: handle actuating with resistance for deployment and recapture, stent deployed with resistance, safety wire removed with no issue, stent released and intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2185293. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. From the additional information, it is known that the device was not inspected for damage before use. However, the bunching observed in the would not have occurred prior to use. As per the management of complaints procedure (B)(4), where information is reviewed and categorized as use related and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance. Clinical image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause cannot be concluded. A possible root cause may be concluded based on capa00209 findings. A possible root cause may be attributed to a manufacturing issue as inconsistencies in the coating process has been identified. The root cause of the issue reported is most likely a result of bunching resulting from inconsistencies in the coating process which led to higher friction forces for the larger stent sizes. Bunching noted during the lab evaluation likely occurred during the attempted stent deployment due to the high friction force. This high friction force may have resulted in a build-up of pressure and resistance which could have caused the device to make a noise under pressure as reported by the customer. Confirmation of complaint: the complaint reported by the user was confirmed based on visual/functional inspection. Corrective action/correction: CAPA-00209 has been initiated and will document all necessary action required as result of this issue. Summary of investigation: according to the initial complaint reported, the customer reported some issues opening the prosthesis. Once inside the bile duct, they began the release without any problems. They were still in the initial phase when they decided to close the prosthesis to position it better. The closure was abruptly interrupted by a sudden noise in the handpiece. Confirmed quantity of 01 x used device. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence and the patient did not require any additional procedures due to this occurrence. A new stent was used to complete the procedure. A possible root cause can be attributed to a manufacturing issue as inconsistencies in the coating process has been identified.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 17-feb-26.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer reported some issues opening the prosthesis. "As per cc form": once inside the bile duct, I began the release without any problems. I was still in the initial phase when I decided to close the prosthesis to position it better. The closure was abruptly interrupted by a sudden noise in the please confirm is device available for return. Yes. Were any other defects (other than the complaint issue) observed on the device prior to the device return? No. Was the product inspected for damage before use? No (kinks etc). Are images of the device or procedure available? No. What was the target location? Unknown. Details of the wire guide used (diameter, type, make)? Jagwire 0,035. What endoscope type and channel size was used? Olympus duodenoscope 190, 3.7 mm. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No. If altered please indicate the procedure type (e.g., cholodochojejunostomy). At what stage of the procedure did the complaint occur? (While inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning) see form. What was the length and diameter of the stricture? 30 mm, 6 mm diameter. Was the stricture dilated before stent placement? No. Was the zip port facing upwards and slightly curved when backloading the wire guide? No. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the delivery system to the target location? No. (If resistance was felt how did the physician deal with the resistance encountered? What was the position of the elevator during advancement? Down. What was the position of the elevator during attempted deployment? Down. Was the directional button pressed during use? No. Was the yellow marker kept in view during attempted deployment? Yes. Was the safety wire removed? If yes, at what point was it removed. Yes. Was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) No. Did the patient require any additional procedures as a result of this event? Yes, new device used. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes.